Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer called to report moisture underneath the screen. The customer stated that the insulin pump may have been splashed when he went swimming. Nothing further was reported.